Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. A technical support specialist confirmed server and hsv was working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was unable to login to station. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.